Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited unspecified capture issue. The lv lead was capped and replaced on (B)(6) 2025. Patient status was not reported.